Manufacturer narrative:
PMA 510(k). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that three sorin heater-cooler system 3t units tested positive for mycobacteria and a fourth unit is likely to be contaminated as well. This issue was initially reported under medwatch number 9611109-2015-00635 with all 4 serial numbers. The decision has been made to file separate reports for each unit. Serial number (B)(4) is included in this report, and the other 3 units are reported on medwatch numbers 9611109-2015-00635, 9611109-2015-00645 and 9611109-2015-00647. It is unknown at this time which unit is still awaiting results. This issue was discovered during maintenance, so there is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that three sorin heater-cooler system 3t units tested positive for mycobacteria and a fourth unit is likely to be contaminated as well. This issue was discovered during maintenance, so there is no known patient involvement.

Manufacturer narrative:
Date received by MFR.: the alert date indicated in the previous report (follow-up #2, submitted february 15, 2016) was found to be incorrect. The alert date was stated as (B)(4) 2016, and the correct alert date is (B)(4) 2016.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that three sorin heater-cooler system 3t units tested positive for mycobacteria and a fourth unit is likely to be contaminated as well. This issue was discovered during maintenance, so there is no known patient involvement. A sorin group field service representative was dispatched to the facility to investigate the complained device ((B)(4)). A visual inspection of the outer and inner parts of the heater-cooler revealed residuals and biofilm in several locations including the pumps, tanks and water circuits. Based on these findings, sorin group (B)(4) has concluded that this issue was the result of the user failing to strictly adhere to the cleaning and disinfection instructions outlined in the IFU. Fsca (B)(4) was sent out to remind our customers about the importance of adhering to the water management and disinfection procedure. The customer is planning to return this unit to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Manufacturer narrative:
In follow-up #2, filed february 15, 2016, it was indicated that 3 of the facility's 4 units would be returned to sorin group (B)(4) for deep disinfection. This was incorrect; the facility requested a quote to have all 4 units returned to sorin group (B)(4) for deep disinfection.

Manufacturer narrative:
Sorin group (B)(4) received sampling test results which show that the complained device (B)(4) had tested positive for mycobacteria when the complaint was filed. The customer has reported that the device is now clear of contamination. In follow-up #4, it was reported that the customer planned to return the unit to the manufacturer for deep disinfection. This information has been updated by the customer and they plan to replace the device due to the overall condition of the unit. The customer has confirmed that no patient was affected due to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
This medwatch report is being filed for serial number (B)(4). The facility has stated that they are currently carrying out a disinfection procedure according to the current IFU. Following implementation of the current IFU, the facility is reporting that 3 of the 4 initially reported contaminated units are still showing contamination. However, the facility has not reported which serial numbers show contamination so it is not known if serial number (B)(4) has tested positive for contamination. Sorin group (B)(4) is still investigating to determine whether the facility's current cleaning procedure follows the current IFU and if the facility cleaned and disinfected their machines in accordance with the IFU before the contamination was discovered. The facility has stated that they plan to return the 3 contaminated units to sorin group (B)(4) for deep disinfection. Evaluated on site by sorin service rep.